Event description:
New information received revealed there was a left ventricular lead revision procedure that took place on (B)(6) 2020. The lead was explanted and replaced with no complications. The lead was discarded. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the left ventricular lead was failing to capture. An x-ray was completed to confirm lead dislodgement. No intervention, or programming changes were completed. The patient was stable.